Event description:
The report from the field indicated that: as a 3.0x13mm cypher stent was being withdrawn, the wire got stuck inside the catheter. The entire stent delivery system and the wire had to be removed as a unit (guide catheter position was maintained). A new guidewire was inserted and the procedure was successfully completed with a non-cordis stent. There was no patient injury.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 day days of receipt.